Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7143799; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-23; medical device lot #: 7206506; medical device expiration date: 2022-07-31; device manufacture date: 2017-07-25; medical device lot #: 7170591; medical device lot #: 7108961; medical device expiration date: 2022-03-31; device manufacture date: 2017-04-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a 30 ml bd¿ syringe with luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
No samples or photos were provided for evaluation therefore failure mode could not be verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Undetermined root cause.

Event description:
It was reported that foreign matter was found on a 30 ml bd¿ syringe with luer-lok¿ tip. There was no report of exposure, injury or medical intervention.